Event description:
Customer reported that pump battery depleted too quickly, leading to a pump shutdown. As a result, the customer's blood glucose level exceeded 500 mg/dl, but the exact highest value was unknown and displayed as "high." To address the high blood glucose, the customer administered a correction bolus through the pump. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.